Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air in set/line) occurred on the homechoice device during use in peritoneal dialysis. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the reported alarm. The technical service representative assisted the care giver to clear the alarm and advised them to contact their nurse. Proper procedures per the user manual were reviewed with the care giver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.